Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file was analyzed for this event. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. At 14.4 minutes into the procedure, the donor¿s platelet count was updated to 561, while the initial entered platelet pre-count was 250. Analysis of the rbc signal showed that the platelets were collected at a significantly lower concentration than expected. The measured platelet yield signal corresponds with a lower collection efficiency than predicted. The trima accel device has algorithms in place to inform the operator of a lower than expected collected platelet yield, however the observed difference between the predicted and measured platelet yield did just not trigger this algorithm. Doubling the platelet count increased the flow through the lrs chamber significantly, possible causing wbcs to escape the lrs chamber throughout the procedure. It is possible, though not conclusive, that the updated platelet pre-count did not correspond with the actual donor¿s platelet pre-count.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The disposable kit is not available for return, because it was discarded by the customer. This product is not available within the us, but this report is being filed due to a alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.